Manufacturer narrative:
Date sent: 12/02/2008. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the el5ml instrument found that it was returned empty and locked out, but the orange indicator was noted to be beyond of its intended position. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a procedure, the device was hard to clip. There was resistance. The clips did not hold. There was no adverse patient impact.